Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system was difficult to disengage the needle during use. The following information was provided by the initial reporter translated from japanese ¿this is a report about the failure to decouple with nexiva. According to the customer's report, after establishing an IV route, the hcp attempted to disengage the needle but could not do it. ¿

Event description:
It was reported that the bd nexiva¿ closed IV catheter system was difficult to disengage the needle during use. The following information was provided by the initial reporter translated from japanese ¿this is a report about the failure to decouple with nexiva. According to the customer's report, after establishing an IV route, the hcp attempted to disengage the needle but could not do it. ¿

Manufacturer narrative:
Investigation summary our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one used 22g x 1.00in. Nexiva unit from lot number 1202159. Additionally, three photos were provided for investigation. A gross visual inspection of the device showed that there was no visible damage to the v-clip or tip shield. Functional testing was performed by attempting to decouple the tip shield from the winged adapter. Decoupling was not possible, and the winged adapter could not be rotated, which is indicative of adhesive between the two components. Excess force was used to separate the tip shield from the back end of the catheter adapter. Upon separation of the two components, adhesive residue was found on the outside of the winged adapter and the inside of the tip shield. Your reported issue was confirmed. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to the adhesive dispensing system. Preventative maintenance (pm) is performed to maintain and ensure proper functioning of equipment. Pm records were verified to be up to date during production of this lot. Additionally, operators perform in process sampling, checking for retraction and adhesive per the sampling plan. Adhesive dispensers are also challenged and inspected per our quality plan. A device history record review showed no non-conformances associated with this issue during the production of this batch.